Manufacturer narrative:
(B)(4). S/w version unknown. Retainer ring=black. Insulin pump alarmed critical pump error after battery installation. Critical pump error due to 3 consecutive pump error 63 alarms variable 2 noted in the pump history download on (B)(6) 2021 due to moisture damage to lcd as per global logic analysis (esf# (B)(4)). Unit successfully downloaded to thumps. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked keypad overlay and end cap address label missing. No cracks in case noted. The p-cap/reservoir does lock properly.

Event description:
Information received by medtronic indicated that there was a crack at the back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.